Event description:
Per the field clinical specialist (fcs), approximately 7 years and 1 month post tavr implant of a 23mm sapien 3 valve, the patient was admitted to the hospital for sepsis. The patient was noted to have an ava of 0.4, mean gradient of 95, and jet velocity of 6 m/s. Due to the degeneration of the valve, the patient had a valve in valve (viv) procedure using a 20mm sapien 3 ultra which was implanted successfully. Per medical record review, approximately 7 years and 1 month after implantation of a 23mm s3 in the aortic position via tf approach, the patient now has mild to moderate aortic regurgitation, severe aortic stenosis of the prosthetic aortic valve with moderately thickened cusps, moderate calcified cusps, and mild annular calcification. The other condition and the severe stenosis and were confirmed with the latest trans-thoracic echocardiogram (tte) which indicated an ava of 0.6cm2.

Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. The sapien 3 valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. The following instructions for use (IFU) were reviewed: commander delivery system with s3. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for post-implant degeneration/deterioration was confirmed based on the provided medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, " approximately 7 years and 1 month after implantation of a 23mm s3 in the aortic position via tf approach, the patient now has mild to moderate aortic regurgitation, severe aortic stenosis of the prosthetic aortic valve with moderately thickened cusps, moderate calcified cusps, and mild annular calcification. The other condition and the severe stenosis were confirmed with the latest trans-thoracic echocardiogram (tte) which indicated an ava of 0.6cm2. Due to the degeneration/deterioration of the 23mm s3 after over 7 years after implantation". Additionally, per medical record, the patient had hyperlipidemia, diabetes mellitus, and acute renal failure aki (over time acute renal failure leads to chronic kidney disease). Diabetes mellitus and chronic kidney disease are known factors that may increase the risk of valve calcification leading to early valve degeneration/stenosis. Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. In this case, available information suggests that patient factors (hyperlipidemia, diabetes mellitus, acute renal failure) may have contributed to the complaint event. However, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.